Event description:
The pt underwent corrective osteotomy in 5-1997 using the forte sys and pro osteon 500 bone graft due to a malunion fracture of the rt distal radius with radial shortening and dorsal angulation. The pt underwent surgery again in november due to a complete nonunion of the osteotomy of the distal radius with a fracture of the plate at the the osteotomy site. The distal end of the proximal fragment and the proximal end of the distal fragment had been covered with eburnated bone.